Event description:
Patient was revised to address possible infection. Cup was found to be loose. There was metal debris inside that liner that appeared to be "coating" from the gription cup. This caused marks on the biolox head. Poly wear of the liner was also reported.

Manufacturer narrative:
The returned devices were evaluated by a depuy material scientist. No evidence of material or manufacturing defects was observed. A previous review of the hole eliminator's device history records and sterilization certifications did not reveal any related manufacturing deviations or anomalies. A complaint database search finds no other related incidents against the remaining provided product and lot combinations since their release for distribution. The initial reporting stated no additional investigational inputs were available. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.